Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. Reportedly, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1069 for the reportable issue of suture broken. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. Block h10: investigation results received one speedband device with the velcro strap for analysis. The ligator head was not returned. A visual examination of the returned device found that the trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and velcro strap. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. Reportedly, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device.